Event description:
Information was received through an insurance claim that the device was allegedly involved in a fire inside a patient's home. The device was not returned for evaluation. It is unknown if the device was in use at the time of the reported incident. There was no reported patient harm. An on-site investigation was conducted by an independent fire investigation service. During the course of the investigation, it was determined that the device's power cord had been subject to severe compression over time, resulting in a breakdown of the wiring insulation which may have contributed to the event.